Event description:
It was reported that there is an infection of the patient's implanted side of his ead. The implant will be explanted, but the electrode will remain in the cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.